Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of the power source port one (1) found with the o-ring gasket displaced from the controller housing. The reported power switching was confirmed via review of the controller log files, which revealed several occurrences of premature power switching prior to the 25% threshold. In addition, there was a controller power-up and motor start event on (B)(6) 2016, indicative of a disconnection of both power sources from the controller. The premature switching events were most likely caused by a communication error between the controller and batteries. A possible root cause of the displaced gasket may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address this issue. Heartware has opened an internal investigation to address this issue. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the power connector (port 1) became loose on the controller by slipping out of the sealing ring (between connector and housing). The controller was exchanged. The patient tolerated the exchange without any issues.